Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to an elevated blood glucose (bg) level and high ketones that were identified as life threatening by a healthcare provider; cause was unknown. The customer did not recall the bg value. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.